Manufacturer narrative:
The investigation found the product was not returned for the investigation and there was not sufficient information returned to us for evaluation the complaint was closed down on (B)(6) 2012 with a non-verifiable root cause due to insufficient information being provided. Should the information be provided in the future, the complaint will be revisited.

Event description:
Revised due to dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.